Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump was found to have a defective dose cord connector during testing" was confirmed through functional testing. Further investigation found the downstream occlusion seal was cracking and the upstream occlusion seal was buckling. Due to the age of the pump and extent of repairs required, the pump was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump was found to have a defective dose cord connector during testing¿; during device evaluation it was found the downstream occlusion (dso) seal was cracking and the upstream occlusion (uso) seal was buckling.